Manufacturer narrative:
Product complaint (B)(4). Investigation summary: during impaction of an actis broach. The broach handle latch has failed. Therefore, not being able to clasp onto the broach and remove it from the bone. The second actis broach handle was used to get the broach out of the femur. And the operation continued with only using one broach. There was a delay of 5min in the procedure, but there was no issues with outcome etc.. This was a loan set for the case. And therefore, will need to be removed from the loan pool, until it can be replaced or fixed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that extra curved broach handle presents an overall worn appearance. Consistent with normal and repetitive use for over along period of time. Additionally, impaction marks were observed, on areas that are not intended to be impacted. Functional test performed with the mating sample ((B)(4)) cannot confirm, the reported allegation. Since the device was able to hold the broach properly. However, the lever was slight loose. The observed, condition of the lever can be attributed to an unintended use error, since impaction forces applied to device on not intended areas could result on affecting mechanism, which is not designed to absorb them. The overall complaint was unconfirmed. As the observed, condition of the extra curved broach handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: according to the information received, "[during impaction of an actis broach, the broach handle latch has failed therefore not being able to clasp onto the broach and remove it from the bone. The second actis broach handle was used to get the broach out of the femur and the operation continued with only using one broach]" the product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) image 1). The photo investigation did not reveal any evidence to confirm the will not hold/retain condition of the device 259807550, extra curved broach handle. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the device 259807550, extra curved broach handle would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during impaction of an actis broach, the broach handle latch failed therefore not being able to clasp onto the broach and remove it from the bone. The second actis broach handle was used to get the broach out of the femur and the operation continued with only using one broach. There was a delay of 5min in the procedure but there was no issues with outcome.